Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip/cap was rotating within the metal cap and the beam was forward firing after 243,682 joules and 34:33 minutes of use. The procedure was completed using another fiber without patient complications.